Event description:
Boston scientific received information that the latitude system detected increased shock impedance measurements greater than 125 ohms. The patient implanted with this device system was to be brought into the clinic for further evaluation. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.